Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD), for battery replacement (ert), the physician noted the endotak transvenous lead (0064) had dislodged. They attempted removal of this lead, could not get it out. The lead (0064), along with another endotak transvenous lead (0063), and the (ICD) connector (6836) were all capped. An endotak downsize plus defibrillation lead (0125) was implanted.